Manufacturer narrative:
Unit received with constant external flash crc alarm, problem isolated to mother board. Unable to perform self-test and displacement test due to external flash crc alarm.

Event description:
It was reported that their insulin pump had external flash error and performs a memory test every minute. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. The device will be returned for analysis.